Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Product event summary: the data files and 2af284 balloon catheter with lot number: 09394 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. Patient files were received and recorded on the reported date of the event. One file showed eight applications were performed using the returned balloon catheter. The file did not show any system notice on the reported date of the event. Console output data, pressure, preset pressure, and flow, showed pressure is tracking preset pressure and flow readings are as expected, however, the temperature profile was unexpected during the ablation on all applications. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature curve dropped more quickly than expected. The auto connection box was replaced without resolution. It was suggested to replaced the electrical umbilical cable, but the physician declined. Despite the issue, the case was completed with cryo. The data files were later reviewed and temperature fluctuations were observed. No patient complications have been reported as a result of this event.